Manufacturer narrative:
Per technical support on (B)(4) 2014: the biomed said he would check the fuse on the battery module and get back to him. The biomed called back and the fuse is ok. This means the universal power supply (ups) board will be returned to the MFR for eval. On (B)(4) 2014 the biomed stated that when he popped the fuse out and then back in the issue has resolved. He's going to run the system for a few hours and then let us know the outcome. Per the biomed, the part will not be returned, as the fuse was thrown away. He replaced a 25 amp fuse. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventive maintenance (pm) the battery would not take a charge on the perfusion system. There was no pt involvement.